Event description:
The customer reported that she was hospitalized for low blood glucose levels. The customer reported blood glucose levels of 27, 40 and 7 mg/dl. The customer did not recall as she was unconscious. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. The customer stated it was possible that the basal rates may be too high. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.